Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient received an alert for out-of-range hv lead impedance. There was no other electrical anomaly. Programming changes or lead monitoring was recommended. Patient will be monitored without any changes.